Event description:
It was reported that the patient had a vectra vascular access graft implanted on (B)(6) 2022. Initial puncture and dialysis was performed on (B)(6) 2022. After dialysis, the need was removed, without resistance, and gauze was applied to stop the bleeding. When the gauze was removed, a thread-like substance came out of the puncture wound. The substance was cut and the artificial blood vessel was still in use.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted one the manufacturer's investigation is complete.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6) japan. Manufacturer's investigation conclusion: the reported event was determined to be unrelated to the vectra graft. It was reported that 12 days after the graft was implanted, gauze was applied to the needle puncture site at the conclusion of dialysis treatment. A thread-like material appeared to be protruding from the needle hole when the gauze was removed. The thread was cut at the skin line and retained for analysis. The analysis report received from the distributor (B)(4) concluded that the thread-like material was human in origin and not a piece of the graft. The report presumed that tissue was pulled out of the patient¿s body when the needle was removed. There is no product related issue associated with this event. Review of the device history records showed no deviations from manufacturing or quality assurance specifications, including visual and dimensional inspection. Graft preparation and implantation are addressed in the vectra vascular access graft (vag) instructions for use (IFU). The cannulation section of the IFU states that vectra grafts may be punctured for vascular access within 24 hours after implant, provided no contraindications are present. If the blood access needle is inserted such that the angle between the needle axis and the graft is too small, tears in the wall of the graft can occur. This section advises to rotate cannulation sites. Repeated cannulation in the same area may lead to damage of the graft wall and/or formation of hematoma or pseudoaneurysm. Needle sites should be equally spaced along the subcutaneous length of the graft. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a vectra vascular access graft implanted on (B)(6) 2022. Initial puncture and dialysis were performed on (B)(6) 2022. After dialysis, the needle was removed, without resistance, and gauze was applied to stop the bleeding. When the gauze was removed, a thread-like substance came out of the puncture wound. The substance was cut, and the artificial blood vessel was still in use. Additional information reported that the thread-like material was human in origin and not a piece of the graft.